Event description:
A (B)(6) male patient contacted zoll customer support to report that his battery was not holding a charge. When a patient service rep (psr) visited the patient to troubleshoot, the psr reported that the charger prompted 'battery problem' when the battery was placed on the charger. Customer support confirmed battery faults in the patient's downloaded data. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge/'battery problem'/battery fault) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, the bottom plate was detached. The cause of the inability to charge or power a monitor and the reported field issues is a damaged connector from component p4 to the battery cell. The root cause of the damaged connector cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.